Event description:
A female patient was implanted with a gore propaten vascular graft for dialysis access in the thigh. It was reported that at the cannulation site, a seroma developed. A revision was performed by explanting a portion of the graft and implanting a gore tex vascular graft. The patient is still being dialyzed. Further investigation is pending.